Manufacturer narrative:
This report is submitted on october 03, 2019.

Event description:
It was reported that the patient's device was explanted on september 09, 2019 due to a non-device related ear infection.